Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 411 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer advised their meter would not read over to the insulin pump. Customer disconnected the line and they were unable to be reached. Troubleshooting was not completed and a voicemail was left to call the helpline as soon as possible to properly troubleshoot.